Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Additional information was requested and the following was received: questions: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number? Does the surgeon believe that ethicon product (gynemesh ps mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (gynemesh ps mesh) involved? Patient demographics? Answers: no further information will be provided, because we can¿t get any additional information from the customer. Citation: bmc women's health (2018) 18:174; https://doi.org/10.1186/s12905-018-0667-0. (B)(4).

Event description:
It was reported via a journal article"title: predictors of persistent stress urinary incontinence after transvaginal mesh repair". Author: shohei kawaguchi1, kazutaka narimoto1, satoko urata1, masami takeyama2, yoshifumi kadono1 and atsushi mizokami. Citation: bmc women's health (2018) 18:174; https://doi.org/10.1186/s12905-018-0667-0. The aim of this retrospective study was to ascertain which categories of patients need concomitant mid urethral sling (mus) after transvaginal mesh (tvm) surgery. Between november 2009 and october 2013, 961 women patients (mean age=68 years, age range=43-89 years; mean bmi=23.5 kg/m^2, bmi range=16.2-35.1 kg/m^2) underwent tvm surgery. The device used in the procedure was gynemesh ps (ethicon). Reported complications included blood loss of more than 300 ml (n=5); residual urine/urinary retention (n=60); hematoma (n=5); pelvic abscess (n=1); de novo stress urinary incontinence (sui) (n=161); de novo urgency urinary incontinence (uui) (n=44). In conclusion, tvm for pelvic organ prolapse improved subjective and objective voiding function. This study showed that preoperative high flows, mixed urinary incontinence (mui), and a history of hysterectomy predicted persistent sui. Patients with mui and high urinary flow may be candidates for concomitant mus with tvm because of the high incidence of sui persistence.